Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles in shell, curved opening, delamination of plug strap, fold creases, wear abrasion, observed, void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified, two sharp openings on valve bond edge and plug strap. A dimension measurement in the shell was performed which identify, the thickness within specification. Total delamination of plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp openings assessed, as unidentified (tear) opening. Delamination of plug strap disk shell assessed, as adhesive failure.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak a050401 complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.